Event description:
The inclose mesh was implanted in 2007, following a discectomy procedure for treatment of symptoms related to a herniated intervertebral disc at l5-s1. The pt returned to the clinic one month later with recurrent left s1 radiculopathy. Exploratory surgery was performed the following month. After removal of recurrent disc extrusion, the mesh was found partially extruded from the disc space and did not appear to be secured to the anulus on the lateral side of the repair site. The mesh was removed and aggressive discectomy was performed until the disc space was largely emptied. The pt was discharged the following day without complications. The pt was last seen on a referral in 2009, due to symptoms relating to a possible right l4 radiculopathy, however, comparison to previous records indicated little change if any. A non-surgical course of treatment was recommend.

Manufacturer narrative:
The device was not returned for evaluation.